Event description:
It was reported that the customer received an a33 alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No error alarms noted. The device was received with cracked case at display window corners and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.